Event description:
On (B)(6), 2012 the reporter contacted animas to report the pump had no power. The patient replaced the pump's battery, it beeped, but did not power on. Troubleshooting revealed there was no damage or corrosion seen on the battery compartment or battery cap. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated multiple replace battery alarms occurred. Visual inspection revealed no damage to the battery cap or battery compartment. The pump powered on normally. Investigation could not be adequately completed due to a replace battery alarm, which occurred shortly after the pump was powered on.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.